Event description:
It was reported that the patient had damage on the white cable connection near the battery on their system controller. Log files were submitted for review. The event log captured routine pulsatility index (pi) events from (B)(6) 2024, as well as a few low power advisory alarms due to battery depletion starting on (B)(6) 2024 at 22:42 to 22:46, which resolved when the depleted battery was exchanged with a fully charged battery. The event log also indicated that the patient was not using the power module/mobile power unit and was sleeping on battery power. There were no other unusual alarms, and the equipment was determined to be functioning as intended. No equipment was exchanged, as the damage did not affect the function of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power cable connector being damaged was not confirmed. No product was returned for evaluation, and no photos of the reported damage were provided. The submitted controller event log file contained data spanning 3 days ((B)(6) 2024 per the timestamps). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.